Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump is alarming gas loss.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. Fse was unable to duplicate the issue. Fse replaced compressor, muffler and o-ring. Fse performed complete functional testing and safety checks. Unit passed all  functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a